Manufacturer narrative:
The device was returned to zoll medical and the customer's complaint of an unk pacer fault message was confirmed and the device displayed "pacer fault 122", pacer fault 123", and "pacer fault 126" messages. After disassembly of the device for root cause analysis, the malfunction was not duplicated the device passed environmental and vibration testing. The hv module and bridge board were replaced as a precaution.

Event description:
Complainant alleged that during routine shift check by a clinician, the device displayed an unknown pacer fault message. Complainant indicated that there was no patient involvement in the reported malfunction.